Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. The customer¿s blood glucose was 91 mg/dl at the time of the incident. Troubleshoot was performed. Customer was sleeping prior the missing segments issue and the insulin pump was beeping. The cause of the issue was not clear. The insulin pump will be returned for analysis.